Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the healthcare provider (hcp) was programming the patient's settings and the left side copied onto the right side. The hcp switched out clinician programmers and the problem persisted. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the issue was not resolved. They tried switching sides and then clearing the groups to start over but neither stopped the left side from copying to the right side. They set the rate to 170 hz and the patient experienced facial pulling, so they dropped it down to 70 hz. The caller was concerned that every time they set the rate on one side it would transfer to the other, and that they were unable to program different rates for each side on a primary channel ins. Technical services explained to the caller that this function was unable to be performed, and that on a primary channel ins the rate must be the same on both sides.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***